Event description:
Customer reported her infusion site became infected and required medical treatment. The site was red and painful, and she went to the doctor and was prescribed bactrim. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA. Device will not be returned.